Event description:
It was reported that while performing a procedure in the animal lab they perforated the aorta with the sl1 sheath and the animal passed away. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".